Event description:
Independent repair center customer alleged alarming/red light. The key failure is the rex roth valve is stuck. Associated malfunctions for this device: poppet valve not shifting, tie wraps leaking.